Event description:
It was reported that during the middle of an ablation procedure, with the 7f cool path ablation catheter, the physician noted that the irrigation port detached from the proximal end of the catheter handle. Another of the same device was used to complete the procedure. No pt complications were reported.

Manufacturer narrative:
One cool path 7f catheter was received for eval. Visual inspection revealed that luer extension tube was broken with a piece of the luer missing and the fluid lumen was detached from the proximal handle edge. Functional testing could not be performed due to the condition of the returned catheter. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to address the broken luer issues in the therapy irrigated ablation catheter product line. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.